Event description:
Acecide-c leaking inside the plastic packaging. Leaks have been detected on three separate instances - (B)(6) 2020 (lot# 20245ace1&2), (B)(6) 2021 (20339ace1&2), (B)(6) 2021 (20345ace1&2). Each time, multiple containers have leaked inside plastic packaging. FDA safety report ID# (B)(4).